Event description:
It was reported that the patient underwent a revision surgery using the blueprint planning feature due to painful anatomic, no signs of implant failure, likely indolent infection or cuff dysfunction.

Manufacturer narrative:
Correction, h6 (results code and conclusion code). The reported event could be confirmed, since medical imaging of the event was provided and evaluated by a stryker hcp. The evaluation revealed the following findings: a review of the provided medical imaging shows that the implants are well fixed and well positioned. However, the provided 3d scans of the joint are showing signs of heterotopic ossification. Based on investigation, the root cause was attributed to a adverse event without identified device or use problem issue. The event was caused by abnormal bone growth not related to the device itself but a patient related side effect. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient underwent a revision surgery using the blueprint planning feature due to painful anatomic, no signs of implant failure, likely indolent infection or cuff dysfunction.